Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (other) describe: pid') in a (B)(6) year old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not underwent essure confirmation test". The patient's medical history included chest pain, appendix disorder nos, foggy feeling in head and premenstrual dysphoric disorder. Previously administered products included for prevent pregnancy: oral contraceptive pills from 2009 to 2010 and mirena in (B)(6) 2010. Concomitant products included cyclobenzaprine since 2017, ethinylestradiol; levonorgestrel (portia 21) since 2017, ethinylestradiol; levonorgestrel (seasonique) (B)(6) 2016 to 2017 and fluoxetine since (B)(6) 2019. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2010, the patient experienced abdominal pain upper ("stomach spasms"). In (B)(6) 2010, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2010, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding) / abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced breast tenderness ("breast tenderness"). In (B)(6) 2012, the patient experienced hot flush ("hot flashes") and night sweats ("night sweats"). In (B)(6) 2015, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In (B)(6) 2015, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis") and ovarian cyst ("ovarian cysts") and was found to have uterine leiomyoma ("fibroid"). In (B)(6) 2015, the patient experienced urinary tract disorder ("bladder or urinary problems or changes frequent urination"). In (B)(6) 2016, the patient experienced back pain ("back pain"), arthralgia ("hip pain / joint pain") and pain in extremity ("leg pain"). In (B)(6) 2017, the patient experienced vulvovaginal mycotic infection ("infection (bladder/ urinary tract/vaginal) type: yeast"). In 2017, the patient experienced urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti"). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), metrorrhagia ("metorhagia (bleeding b/w periods)"), dermatitis allergic ("rash/skin condition"), psychological trauma ("psychological trauma"), fatigue ("fatigue"), gastrointestinal disorder ("gastrointestinal disorder"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headache") and nausea ("nausea") and was found to have hormone level abnormal ("hormone changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the pelvic inflammatory disease, pelvic pain, abdominal pain, back pain, dyspareunia, menorrhagia, metrorrhagia, dermatitis allergic, endometriosis, psychological trauma, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, tooth disorder, hormone level abnormal, headache, nausea, weight increased, breast tenderness, hot flush, night sweats, vaginal haemorrhage, vulvovaginal mycotic infection, urinary tract disorder, uterine leiomyoma, ovarian cyst, dysmenorrhoea, abdominal pain upper, arthralgia and pain in extremity outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, alopecia, arthralgia, back pain, breast tenderness, dermatitis allergic, dysmenorrhoea, dyspareunia, endometriosis, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hot flush, menorrhagia, metrorrhagia, nausea, night sweats, ovarian cyst, pain in extremity, pelvic inflammatory disease, pelvic pain, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, uterine leiomyoma, vaginal haemorrhage, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: patient received treatment for dyspareunia, pelvic/ abdominal, back pain, menorrhagia, metorhagia, endometriosis, psychological injury, uti discrepancy noted in date of (B)(6) 2009 and (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-feb-2020: plaintiff fact sheet received. Events added from pfs- hormonal changes describe: breast tenderness, hot flashes, night sweats, abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) type: yeast, infection (other) describe: pid, bladder or urinary problems or changes frequent urination, fibroid, ovarian cysts, dysmenorrhea (cramping), gastrointestinal or digestive system condition type: stomach spasms, hip pain / joint pain, leg pain. Medical history, historical drug, concomitant drug, reporter information, aka name were added. Onset date of event endometriosis, back pain, urinary tract infection, dyspareunia, menorrhagia were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.